Manufacturer narrative:
The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.

Event description:
As reported by the edwards lifesciences affiliate in germany where, after deployment, the valve remained in position; however, the septal part of the valve started to rock. One anterio-septal pvl grade was observed to be moderate to severe with high velocity. The patient got hemolysis and was in the ICU. It was not possible to be treated surgically. The patient passed away due to rv failure. The valve was further migrated with two different jets of pvl and some rocking motion. The patient never left the ICU. At the start of procedure, during wire placement, the patient's blood pressure dropped. The heart team raised the pressure which had a consequence that pulmonic pressures (resistance) went up and left ventricle (lv) function went down/started to fail. A specialized anesthetic team joined the procedure and needed one hour to stabilize the patient by administering fluids to increase the volume. After the patient was stable, the physician decided to continue/start the procedure. The procedure was completed without any negative events. Successful leaflet engagement was achieved for all anchors, until the start of expansion, with blue knob, to the final ventricular expansion. The blue knob was activated until 1/3 of the inner capsule was retracted. After some seconds reaching this expansion stage, it was observed a jump in position in tee (mpr) where the septal and posterior part of the valve was higher than before (moved up suddenly). Checking the fluoro again indicated that inner capsule had retracted already more than 2/3. Furthermore, the tee imaging got worse (a lot of shadowing). Mpr and 2d mid-, deep- and trans-gastric views were used to confirm leaflet engagement (all anchors still good) and anchor to hinge point distance. Septal and posterior anchors were lowered. After that the procedure continued following procedure steps to bring anchors as high as possible parallel to the annulus. After deployment, the valve remained in position; however, the septal part of the valve started to rock. First with a higher amplitude, synchronized with many extra systoles and heart rate of 115 bpm and then with a lower amplitude. Leaflet engagement at the septal anchors was double-checked and confirmed. The final distance from valve to annulus was between 0-5mm. One anterio-septal pvl grade was observed to be moderate to severe with high velocity and no transvalvular backflow. The patient got hemolysis and was in the ICU. It was not possible to be treated surgically. The patient passed away due to rv failure. The valve was further migrated with two different jets of pvl and some rocking motion. The patient never left the ICU.

Manufacturer narrative:
The following sections were updated/corrected/added: b4, d9, g3, g6, h2, h6 and h11. Additional h6 type of investigation codes: 'analysis of images' and 'labelling review' additional h6 investigation conclusion code: 'adverse event related to patient anatomy and/or condition'. The complaint for valve deployed too ventricular was confirmed with objective evidence. No manufacturing non-conformities were identified from the imaging evaluation. Based on the DHR review, there were no non-conformances related to the issue observed and the device passed all manufacturing specifications. Since no edwards defect was identified, corrective or preventative actions are not required. Available information suggests that patient conditions (heart failure) and procedure related issues may have contributed to the reported event.

Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2, h6 and h11. Additional type of investigation codes that were unable to be added in h6: labelling review: analysis of images. Investigation conclusion code that was unable to be added in h6: adverse event related to patient anatomy and/or condition. The complaint for valve deployed too ventricular was confirmed with objective evidence. The imaging review revealed that the evoque valve appears to be deployed lower at the anterolateral aspect of the ventricular. In addition, it was noted that there was evidence of valve instability, with rocking motion of the posteroseptal/septal aspects. The device positioning contributed to pvl observed. At the start of the procedure (wire placement), prior to delivery system insertion, it was stated that the patient experienced heart failure. A specialized anesthetists that joined the team to stabilize the patient administered fluids to increase the volume. Although the volume increase showed minimal change to the annular measurements, the patient's condition may also be related to the instability of the valve. No manufacturing non-conformities were identified from the imaging evaluation. Available information suggests that patient conditions (heart failure) and procedure related issues may have contributed to the reported event. Since no manufacturing non-conformances were found and no labeling, training, or IFU deficiencies were identified, no preventative or corrective actions were required. The DHR review was performed, and based on this review, there were no non-conformances related to the issue observed and the device passed all manufacturing specifications.